Manufacturer narrative:
(B)(6) (71-yr old male) (B)(6) (70-yr old female) (B)(6) (71-yr old female) (B)(6) (75-yr female) all available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was observing quality control out of range for potassium, sodium, and calcium while running on the architect c8000 processing module. The customer also reported falsely depressed patient results. They are unsure if the results are discrepant as this time. The field service engineer (fse) arrived onsite to inspect/troubleshoot the instrument and received information about a patient that generated a falsely low calcium result was treated for it and could possibly pass away. After further clarification from the customer, there were no known deaths or mistreatments from the discrepant results generated on the analyzer at this time. Currently, the customer is releasing corrective reports to fix the discrepant results reported out. The following data was provided: sid (B)(6) (71-yr old male). Initial calcium result: 5.5 mg/dl, corrected result: 8.9 mg/dl (reference range: 8.4-10.2 mg/dl) initial sodium result: 116 mmol/l, corrected result: 139 mmol/l (reference range: 134-144 mmol/l) initial co2 result: 19 mmol/l, corrected result: 25 mmol/l (reference range: 23-31 mmol/l) sid 2725901795 (70-yr old female) calcium: initial result: 5.3 mg/dl, corrected result: 8.8 mg/dl (reference range: 8.4-10.2 mg/dl) sid (B)(6) (71-yr old female) sodium: initial result: 116 mmol/l, corrected result: 138 mmol/l (reference range: 134-144 mmol/l) creatinine: initial result: 1.34 mg/dl, corrected result: 3.15 mg/dl (reference range: 0.57-1.25 mg/dl) calcium: initial result: 5.1 mg/dl, corrected result: 8.0 mg/dl (reference range: 8.4-10.2 mg/dl) sid (B)(6) (75-yr female) calcium: initial result: 6.0 mg/dl, corrected result: 9.0 mg/dl (reference range: 8.4-10.2 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
Service performed extensive troubleshooting and during that troubleshooting discovered the vacuum 1 was not aspirating liquid from nozzle 8 at the dryer tip when the cuvette washer check procedure was performed and failed aspiration on the architect c8000, serial number c803708. The sheet valve, vacuum 1 (rohs) and diaphragm, vacuum 1 (rohs) were deemed the likely cause for issue and the part was replaced. Replacement of the sheet valve, vacuum 1 (rohs) and diaphragm, vacuum 1 (rohs) resolve the issue. The module function was verified with a control/precision run. No qc out of range or low patient results were reported pre or post the current event was identified. A review of tracking and trending did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with the sheet valve vacuum 1 (rohs) or the diaphragm, vacuum 1 (rohs) associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.